Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the customer was sleeping and sweating profusely at 0530, and woke up drowsy (low blood sugar symptoms). Customer tested her blood sugar and received a reading in the 100s-range mg/dl. Customer's father went out and purchased a competitor's meter. At 0630, the customer tested on the aviva meter and obtained a reading of 123 mg/dl followed immediately by a reading of 37 mg/dl on the competitor's meter. Caller then gave customer food and juice in an attempt to raise her blood sugar. Customer began to feel better, and father transported her to the hospital. Customer was admitted overnight and treated (treatment not provided). Requested return of suspect device and strips, and replacement was sent.